Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. As the next course of action. Postoperatively, stimulation was restored thus resolving the issue.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has gained weight since the initial implant. Reportedly, the ipg is no longer able to charge or communicate with the patient programmer due to excessive adipose tissue on top of the battery. Surgical intervention may be pending as the next course of action to address the issue.